Event description:
It was reported that a power source alert 07 occurred while the customer was using a tandem charging cable and wall adaptor. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a functional outlet for at least 30 minutes to see if the pump would begin charging. The issue was resolved following these troubleshooting steps.